Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female patient called zoll customer support to report that the patient had developed an open wound under the lifevest electrodes. It is unknown whether the patient required medical intervention. The clinical outcome of the irritation is unknown. The patient continued to use the lifevest.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.